Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when placing the item into the machine, the nurse noted the oil was not infusing. When trying to detach the item, the black rubber stopper started to break apart and used another item and the same thing happened during the retinal detachment surgery. The surgery was completed after replacing the product with another one. There was patient contact with suspect product but no impact to the patient.